Event description:
Boston scientific received information from this patient that he has been feeling anxious about his heart condition and was prescribed medication so he can sleep. The patient also stated that he periodically has passed out. The patient was referred to his physician for anxiety and concerns about his heart. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.